Event description:
The customer reported that there was no image while using the 4k camera head at the beginning of an unspecified therapeutic procedure causing a 4-hour delay with the patient under anesthesia. There was no extension of the procedure which the user considered to be a serious deterioration in the patient's state of health. The procedure was completed with another device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the allegation was confirmed. There was no image noted. There was also loss of sealing due to breakage in the casing handle. The crack in the connector casing could have caused moisture to leak inside the cable, affecting the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the strip pattern occurred on the image due to communication failure caused by cable failure. For cause of cable failure, it is possible that the cable failure occurred due to internal flooding from the damaged part around camera head boot. However, the root cause of no image could not be identified. Additionally, it is likely that the surgery was delayed 4 hours to replace the device with another one while the patient was under anesthesia. The root cause of the delay could not be specified. The event can be prevented by following the instructions for use which state: [do not strike the camera head. The camera head may be damaged.] Olympus will continue to monitor field performance for this device.